Event description:
It was reported that the arctic sun device had black screen per preventive maintenance. Per follow up information received via mail on (B)(6)2024, it was reported that the preventive maintenance done at the hospital and the issue resolved with the pm. Per sample evaluation results on (B)(6)2024, there was a mixing pump malfunction noted during evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated. The mixing pump was found to be malfunctioning. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The initial reporter zip code that is provided is 174. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had black screen per preventive maintenance. Per follow up information received via mail on 28oct2024, it was reported that the preventive maintenance done at the hospital and the issue resolved with the pm. Per sample evalution results on 25nov2024, there was a mixing pump malfunction noted during evaluation.